Event description:
Customer reported a crack on the battery cap ream plastic. She also reported a crack on the screen on both side. The customer's last known blood glucose was 147 mg/dl. The customer was unaware of how the damage had occurred. She was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a broken battery cap, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.